Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited noise resulting in inappropriate antitachycardia pacing and shocks. X-ray and fluoroscopy showed no apparent abnormalities but it was noted that there were no r waves obtained and that they were below minimum threshold for sensitivity due to the lead being out of position and having migrated forward. It was also noted that the patient had a pocket hematoma. The patient presented for lead repositioning. Upon opening the pocket, the hematoma was removed. During the repositioning, the lead was noted to have perforated. An echocardiogram was performed and no pericardial effusion was noted. The lead was repositioned successfully. Patient tolerated the procedure well and was stable.